Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a female patient presenting for impella implant. During impella support, it was noted that the patient developed lower limb ischemia. As a result of the condition, the decision was made to explant the pump. Flow returned to the leg following explant.